Event description:
The vocsn respirator that is used by individuals with impaired breathing diagnoses does not work. I am a diagnosed (c1, c2) quadriplegic that is dependent on a respirator 24/7/365 as, I cannot breathe on my own. The vocsn respirator by reacthealth does not work when I fall asleep, as it completely stops delivering a breath. My parents, with whom I live with, have watched what occurs when I fall asleep on the vocsn device, and the bar that indicates breath delivery and pressure of the breath delivered does not even move when asleep, indicating a breath is not being delivered. We have tried to get someone from reacthealth, the manufacturer, and apria or dme company to help with the problem, and nobody wants to do anything to help remedy the situation or problems with the vocsn respirator. As a result of both reacthealth and apria's refusal to do anything, they are opening themselves up to possible litigation if something happens to someone in the form of injury or, god forbid, death. The unfortunate part of the situation is, I could end up being that unfortunate individual who does get injured or does die from the incompetence of reacthealth or apria from not trying to fix the problem. As a result of, the vocsn respirator not functioning correctly when I do fall asleep, I probably am only out for maybe 30 seconds before I wake up, having to catch my breath. The sleep issue is not the only problem with the vocsn respirator; currently, it is also refusing to alarm whenever I have an hme inline with the circuits, and the respirator is failing the ventilation test upon turning it on. I just would like to warn people about this device or get you at the FDA to do something because the vocsn respirator is a product that does not work, and it needs serious improvements or modifications.